Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. This medwatch report is related to two other medwatch reports pertaining to the same event but occurring on separate days: MDR report number: 1061932-2011-00962, MDR report number: 1061932-2011-00965.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a plugged nrbc chamber that overflowed a patient sample on their unicel dxh 800 coulter cellular analysis system. Patient results were not reported out of the laboratory at the time of the event. There was no impact to patient treatment. The customer reported that the sample from the nrbc mixing chamber overflowed when the chamber became obstructed with rubber debris from the specimen tubes. This particular issue occurred on three separate dates: (B)(6) 2011, and (B)(6) 2011. This medwatch report corresponds to the event date of (B)(6) 2011. The operator was wearing personal protective equipment (ppe - gown and gloves) when the leak was discovered. There was no injury or exposure to the operator. The operator did not seek medical attention. It is unknown if the customer referred to the material safety data sheet (msds). The customer does have an exposure control plan in place at their facility. A field service engineer (fse) was dispatched to the customer's site. The fse removed the probe and observed that it was worn (at approximately 5000 cycles). The fse replaced the probe.